Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.4, 1.7, lab: 2.8. Pt's dose of coumadin was adjusted due to the results.

Manufacturer narrative:
Investigation pending.